Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. The reported patient effect of death is listed in the graftmaster rx coronary stent graft system, instructions for use, as a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. B1: status changed due to a potential unknown device malfunction. H6: device code 2993 was removed.

Manufacturer narrative:
The device is not returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the left circumflex coronary artery. The 2.80x16 mm graftmaster covered stent was opened but was dropped. Another 2.80x16 mm graftmaster was opened and placed but was not deployed (for unknown reason). The patient went into asystole and expired. No additional information was provided.